Event description:
Caller reported that a malfunction occurred on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer support assisted the caller in resetting the pump, and the malfunction did not recur, allowing the customer to continue using the pump. Caller was advised to contact support if the issue reappeared, and acknowledged the instructions.